Manufacturer narrative:
There was no resistance/friction experienced as the stent was deployed. The stent delivery system did not pass through any acute bend. Unusual force was not required at any time during the procedure. There was no thrombus present at or near the lesion. Because the proximal lesion could not be covered by the stent, another smart was placed additionally. Both stents were fully expanded with good vessel wall apposition. The procedure finished successfully. There was no patient injury and the patient is fine. The product was clinically used. And it will be returned for analysis. The decontamination site noted that there were kinks throughout the device. The device had been returned for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, the smart control stent moved forward and was shortened during placement. Another stent was placed to cover the rest of the lesion. The procedure was finished successfully. There was no patient injury. The patient was a male, but his age was unknown. Pta: the target lesion was the right internal carotid artery. There was 100% stenosis in the lesion (cto). The lesion was heavily calcified and there was no tortuosity. For the procedure, a smart control device was opened. There were no damages or anomalies noted to the device or packaging prior to use and the device was handled and prepped according to the IFU. Approach was made from the right femoral artery, and a smart control stent was delivered to the lesion. There was no difficulty advancing the device to and across the lesion. The smart control locking pin was in place during advancement to the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion, and then withdrawn back into the lesion. The handle was flat and straight outside of the patient. When the physician placed the stent in the lesion, stent moved forward and was placed shortened (compressed).

Manufacturer narrative:
Complaint conclusion: during deployment of a smart control iliac stent, the stent moved forward to the distal aspect of the target lesion, deployed there and appeared compressed. The proximal portion of the target lesion was successfully treated with another smart stent with no reported patient injury. The event involved a male patient who was undergoing implantation of a 9 x 40mm smart stent in his right internal carotid artery. The lesion was described as a chronic total occlusion (cto), heavily calcified and non-tortuous. There were no damages or anomalies noted to the device or packaging prior to use and the smart control device was handled and prepped according to the instructions for use (IFU). The patient¿s vasculature was accessed via the right femoral artery and the smart control stent delivery system (sds) was advanced through the vasculature and past the target lesion without difficulty. The sds did not have to pass through any acute bends while being advanced. The sds was then withdrawn so that the stent was across the target lesion. The sds locking pin was in place during this advancement and was removed before attempting to deploy the stent. The handle was noted to be flat and straight outside of the patient. When the physician placed the stent in the lesion, stent moved forward and was placed shortened (compressed). There was no resistance/friction experienced as the stent was being deployed. Unusual force was not required at any time during the procedure. There was no thrombus present at or near the lesion. Because the proximal lesion could not be covered by the stent, another smart stent was placed to cover the lesion. Both stents were fully expanded with good vessel wall apposition and the procedure successfully completed with no reported patient injury. One non-sterile smart control, iliac 9x40 was received coiled inside in plastic bag. The unit was received deployed. Stent and locking pin were not received. The stent size printed on the ID band matches with the system description. Outer member was received separated at 3.5cm from ID band. No other damages could be observed. Usable length and distance between stop and brite tip were measured and found within specification. Although the stent was deployed; functional testing (deployment process) was performed according to procedure and no anomalies were found. The unit was sent to sem analysis in order to analyze the potential cause of outer member separation; sem results showed that the proximal section of the outer member presented elongations and deformations induced by compression. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented damages and cutting conditions. No other anomalies were found during sem analysis. Review of lot 17017883 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cause of the condition ¿outer member separated¿ found could not be conclusively determined; however it does not appear to be manufacturing related since during microscopic analysis elongations and deformations induced by compression were detected. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. The reported failures ¿sds - deployment difficulty-inaccurate placement (carotid)" and ¿sds -incorrect length-too short/compressed (carotid)¿ by the customer were not confirmed since the unit was received deployed and no anomalies were found during dimensional and functional analyses. The product IFU states that the smart control stent is intended for improving the luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries. The safety and effectiveness of this device has not been demonstrated in patient with lesions that are either totally or densely calcified. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU further instructs that failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Lastly, stent malposition (failure to deliver the stent to the intended site) has been addressed as a potential complication of intravascular stent implantation in the product IFU. Based on the information available for review, there are vessel characteristics (internal carotid artery lesion, cto and heavily calcified) that may have contributed to the reported event. The reported ¿sds ¿ deployment difficulty ¿ inaccurate placement¿ and ¿sds ¿ incorrect length-too short/compressed¿ events were not confirmed since the stent had been deployed and no anomalies were found during dimensional or functional analysis. The incidental finding of ¿outer member ¿ separated¿ was confirmed through visual analysis. The exact cause of this failure could not be determines but does not appear to be manufacturing related since the evidence of elongation and deformation was consistent with compression forces. Neither the device history record review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken.